Event description:
It was reported to philips that there was a loss of motorized movement in the c-arm; intermittent issue resolved by power cycling on an azurion 7 m20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the clea2 longitudinal drive assy and performed calibrations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).